Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer those issues with the maxplus clear needleless connector. The caregiver reported disconnecting their syringe from the connector and fluid sprayed onto them.

Manufacturer narrative:
The customer reported disconnecting their syringe from the connector and fluid sprayed onto them. Two photos were submitted by the customer. One photo is of the product still in the packaging and the second photo is of the product packaging. With the photos provided by the customer, the reported failure of separation and leakage could not be verified. A root cause was not determined because the failure was not confirmed. A device history record review for model: mp1000-c, lot number: 24055781 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.